Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, when the physician attempted for initial inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with 8-2 sterling balloon catheter. No patient complications were reported and the patient's status was stable.